Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Put instructions of filling on the box so that I could see it in the store. This box came with two. I had a hard time with one tray, the plastic just melted. And the second one came out fine but two weeks later the top and bottom pieces came apart.